Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on (B)(6) 2015 was 27 mg/dl with incoherence. It was reported the patient was treated by emergency medical service personnel with glucose tablets/gels, intravenous glucose, and a glucagon injection. The reporter noted the patient discontinued pump therapy and the pump¿s basal rate setting was recently changed by a healthcare provider. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. Animas customer technical service determined the following diabetes management factors contributed to the alleged health event: bolusing without eating; change in stress level; renal failure; history of stroke. During troubleshooting, it was reported the pump¿s bolus type setting was incorrectly programmed. There was no indication or allegation of a device malfunction. This complaint is being reported because the alleged serious health event was partially attributed to a use error.

Manufacturer narrative:
The device has not been requested for return to animas.